Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was diagnosed with a buried bumper. On (B)(6) 2021, the patient underwent surgery for the removal of the buried bumper. A new peg-j tubing system was inserted the same day. On an unknown date after the surgery to remove the buried bumper, the patient experienced stoma site redness and discharge. The stoma was treated with ciprofloxacin oral antibiotic.